Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller and suggested reprogrammed the device to vvi configuration. The caller will discuss the issues with this patient's physician

Event description:
Boston scientific crm received information that this patient had experienced a syncopal episode. Device interrogation noted reproducible atrial lead noise so there were many atrial tachy response (atr) episodes. Threshold measurements have increased slightly. However, impedance and sensing measurements were normal. The caller attempted to recreate noise on the associated ventricular lead but was unsuccessful. It was noted that this patient only paces one percent of the time.